Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of noise. The patient reported feeling dizzy and anxious after the shock. It was also noted that shock lead impedance has also been high at 160 ohms since implant, and there had been placement challenges during implant. Technical services (ts) was contacted, and ts discussed troubleshooting options. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted due to inappropriate shock and electrode fracture. Inappropriate shocks occurred in both the primary and alternate sensing vectors. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of noise. The patient reported feeling dizzy and anxious after the shock. It was also noted that shock lead impedance has also been high at 160 ohms since implant, and there had been placement challenges during implant. Technical services (ts) was contacted, and ts discussed troubleshooting options. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted due to inappropriate shock and electrode fracture. Inappropriate shocks occurred in both the primary and alternate sensing vectors. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified a sharp curve in the electrode body in the regions approximately 25 millimeters from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the area of the observed curve. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of noise. The patient reported feeling dizzy and anxious after the shock. It was also noted that shock lead impedance has also been high at 160 ohms since implant, and there had been placement challenges during implant. Technical services (ts) was contacted, and ts discussed troubleshooting options. The s-ICD system remains in service. No adverse patient effects were reported.